Event description:
Target received info that during a clinical procedure the coil pusher-16 kinked. Upon investigation, it was discovered that the core wire actually broke and then perforated its sleeve, making this complaint a MDR. There was no impact to the pt as a result of this product malfunction.